Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the distal hole of distal fibula plate and the screw could not be locked. Spare screw was used, but could not be locked with the same hole. The distal hole was not used and another hole was used instead of it.

Manufacturer narrative:
The reported incident that locking screw, t10, 3.5x14mm was alleged of issue s-35 (no locking effect) could not be confirmed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Based on investigation, the root cause was attributed to a user related issue. The device inspection revealed the following: the affected locking screw was tested with a plate for its locking possibility. The screw could be locked and unlocked without any issues, despite some slight damages which are clearly evident. Therefore we are not able to comprehend the reported problem. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. Device was not received.

Event description:
It was reported that the distal hole of distal fibula plate and the screw could not be locked. Spare screw was used, but could not be locked with the same hole. The distal hole was not used and another hole was used instead of it.